Event description:
It was reported that the spinal segment of the catheter was kinked. Only the spinal segment was replaced. Everything else was noted to have remained active and implanted. It was later reported that the medication infused was lioresal. The patient had no symptoms. No diagnostics were performed. The cause of the catheter kink was not reported. As of (B)(6) 2013, the patient was doing very well and receiving good therapy.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).